Event description:
It was reported that it was not possible to interrogate this device. Three different programmers were used, but a telemetry error message appeared. The patient was last seen in (B)(6) 2023 and the battery showed four to five years remaining. Possible end of life (eol) was suspected. The device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Should the device be returned analysis will be conducted and this investigation will be updated.

Manufacturer narrative:
This report is being filed to add the explant date.

Event description:
It was reported that it was not possible to interrogate this device. Three different programmers were used, but a telemetry error message appeared. The patient was last seen in (B)(6) 2023 and the battery showed four to five years remaining. Possible end of life (eol) was suspected. The device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that it was not possible to interrogate this device. Three different programmers were used, but a telemetry error message appeared. The patient was last seen in (B)(6) 2023 and the battery showed four to five years remaining. Possible end of life (eol) was suspected. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that it was not possible to interrogate this device. Three different programmers were used, but a telemetry error message appeared. The patient was last seen in (B)(6) 2023 and the battery showed four to five years remaining. Possible end of life (eol) was suspected. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.